Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 operates not within the permissible tolerance in the horizontal position. The shuntassistant 2.0 operates within the specified tolerances in the vertical position. An accelerated outflow of progav 2.0 was determined. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection : after dismantling of the valves, deposits were found in both valves. Result: according to the investigation results, a non-adjustability and an accelerated outflow of the progav 2.0 was detected. The visible deposits have led to the functional deviations. In the shuntassistant 2.0 visible deposits were determined. The deposits had no effect upon the specifications at the time of the examination. The valve operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valves.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx642t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation. Investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
Limited information - detailed product data and reason for explantation unknown no patient complications were reported as a result of the revision procedure. The complained device was not yet returned to the manufacturer for evaluation.